Event description:
Event description guidant received information that these implantable epicardial defibrillation leads were exhibiting out of range shock impedance measurments. The patient has not had any therapy shocks in last few months.